Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5185826. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) /2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information submitted to maude on (B)(6) 2026, the customer reported a dexcom g6 sensor failure in which the cgm displayed a glucose reading of 220 mg/dl while the corresponding bg meter reading was 120 mg/dl. The customer stated that this discrepancy resulted in excessive insulin delivery by the tandem t:slim insulin pump, necessitating intervention with glucose administration. The report did not include details regarding event chronology, patient symptoms, the type or route of glucose administered, or the individual who administered it. Multiple attempts were made to obtain additional clarification; however, no response has been received. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.